Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model 9099p, serial number/date code and age of component are unknown at this time. The owner's manual part number 1049388 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the 9099p pump, for a 9805p hydraulic lift, is leaking oil on the patients when they are being transferred. This lift is used at the sisters of presentation home and utilized by 6 sisters. A replacement part has been received by the home and the unit has been repaired. No injury alleged. An RMA has been issued and the damaged pump will be returned to invacare for an inspection and evaluation.

Event description:
Customer alleges pump leaks oil on the patient being transferred. No injury alleged.